Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reported experiencing inaccurate readings from their cgm. No specific glucose values from the cgm were provided. The patient stated that this discrepancy contributed to a severe hypoglycemic event, with a blood glucose meter reading of 11 mg/dl, resulting in loss of consciousness. At the time of the event, the patient was using a tandem insulin pump. The patient reported being assisted and transported to the emergency room but declined to provide additional details regarding treatment, medications administered, or the duration of hospitalization. At the time of the report, the patient indicated they were ¿fine.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.